Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially used the tandem charging cable and wall adapter without success. Technical support instructed the customer to try charging the pump using a functional outlet for at least 30 minutes, but the issue persisted. The customer then used a different charging cable, which resolved the problem, allowing the pump to begin charging. Technical support informed the customer that using non-tandem charging supplies is not recommended except for troubleshooting and agreed to send a replacement tandem charging cable via two-day shipping.